Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13360 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an adhesive event with 2 infusion sets which fell off during use after being used for 24 hours. Patient confirmed to improve the site rotation and use areas other than upper buttocks. Patient replaced infusion set and resumed insulin successfully. No further information available.